Event description:
It was reported that the patient went to the clinic after feeling poorly. The device battery had reached elective replacement indicator (eri) and when it had been checked a few weeks earlier it had an acceptable voltage. The device will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.